Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) displayed iabp may require maintenance and the device temperature was high. Additionally there was no counterpulsation and no balloon waveform were observed on the unit. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field - h6(medical device ¿ problem code) a getinge field service engineer (fse) evaluated the unit and performed internal dust removal. The malfunction could not be reproduced. All functional and safety testing of the device were performed, and all parameters met factory specifications.